Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative adjusted the collimator iris magnification fields. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system exhibited a physicist discrepancy. No patient injury was reported.